Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9236-03pp serial/batch number 1027262112 was received for investigation. No functional testing was performed; the part was received damaged. Upon visual evaluation, it was noted that the middle/center pole was broken off. Nicks and marks on the device were also observed. The most likely cause for the reported failure is user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may result in bending or breakage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by a sales representative via (B)(4), that an ar-9236-03pp univers vaultlock¿ glenoid trial broke. This occurred during a case. There was no additional information provided, and additional information has been requested.